Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection occurred. The lesion was located in the circumflex (cx) and the degree of stenosis was 100%. The pt presented with recurring angina pectoris. The pt is recently status post coronary bypass grafting with a large amount of inferolateral ischemia seen. Using the seldinger technique, the right femoral artery was accessed using a 5 french sheath. A coronary angiogram was performed using a 5 french jl5 guide catheter, which revealed the cx had a long lesion extending from its proximal area throughout its mid region involving the first marginal. The right coronary artery (rca) was occluded proximally. Bypass angiography was performed using a 5 french angled pigtail guide catheter which revealed the saphenous vein graft (svg) to the marginal cx and rca was occluded at its ostium. The internal mammary artery (ima) was totally occluded. A subclavian angiogram revealed the left subclavian was patent, prior to the ima. The guide catheter was removed and exchanged for a 6 french sherpa ebu 4.0 guide catheter. Next, an acs bmw 300cm guidewire was advanced. The vessel was then pre-dilated with a sprinter 2.00x20.0mm balloon and a sprinter 1.50x15.0mm balloon. The guidewire was removed and exchanged for an acs bmw 190cm guidewire. This guidewire was removed and as the cx was known to be resistant to dilatation before, therefore, a rota floppy wire was positioned and the lesion was again pre-dilated with a maverick 1.50x20.0mm balloon. The cx was then successfully stented with two taxus express2 drug eluting stents (des); 2.50x24.0mm and 3.00x32.0mm. On the final inflation of the taxus express2 3.00x32.0mm des, the balloon could not be peeled off the stent. This required deep seating of the guide into the stent to peel the balloon off the stent. With a great deal of manipluation the physician was able to remove the balloon. Due to the back and forth guide wire movement that was required to remove the balloon, a perforation resulted in the distal portion of the vesse. Quickly, the physician advanced a 2.50x20.0mm quantum maverick balloon to the perforation site and used the balloon to case cessation of flow in the vessel. Neo-synephrine was introduced to keep blood pressure stable. There was no pacing necessary. A stat echo was performed showing no effusion. Two prolonged inflations at 10 atms for ten minutes were performed. It then appeared that the distal perforation ended in a localized area of the myocardium and not the pericardium. There was no hemodynamic compromise and it was felt that this could be watched in the intensive care unit (ICU) ceasing all anticoagulation. The procedure was completed and the pt was moved to the ICU. Angiomax, integrilin, versed, fentanyl, and heparin were administered during the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.